Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure; frayed drive line sheath with no fracture. Specific component(s) involved: driveline malfunction; no fracture, sheath frayed. Causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Intervention(s): repair of driveline sheath. Type: lvad.